Manufacturer narrative:
Failure analysis noted that the insulin pump had no button due to corroded keypad traces. There was no button error alarm. The pump had scratched display window, cracked battery tube threads and cracked reservoir tube lip. There was no moisture damage on the electronic assembly or motor.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the buttons were not working. The customer's blood glucose was 87 mg/dl at the time of incident. The customer's mother stated that the insulin was leaking in the pump a week ago and the blood glucose was high. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.